Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements greater than 2000 ohms. The physician noted that the rv threshold was increasing as well. As a result, the rv lead was explanted and replaced. No identifiable reason for the impedance issues were observed at explant. There were no additional adverse patient effects. The lead has been returned for analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements greater than 2000 ohms. The physician noted that the rv threshold was increasing as well. As a result, the rv lead was explanted and replaced. No identifiable reason for the impedance issues were observed at explant. There were no additional adverse patient effects. The lead has been returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed approximately 485 millimeters from the terminal end. Only the proximal segment was returned. The extracting stylet was returned in the lead body lumen and is stuck. There are cuts and electrocautery damage in the lead insulation and the seal rings have been mostly cut off the lead, likely damage induced during the explant procedure. The set screw marks are in the correct location on the terminal pin. Testing was completed to assess electrical performance of the lead segment. Measurements were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.